Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was suspected to have dislodged and was successfully repositioned on (B)(6) 2014.